Event description:
It was further reported that in (B)(4) 2012, the patient presented with chest pain and shortness of breath. Cardiac catheterization was recommended. Coronary angiography revealed stenosis in the left anterior descending artery (lad) and 1st diagonal branch. The 60% stenosis from proximal to mid segment in lad was treated with direct placement of a 3.00x16mm promus stent with 0% residual stenosis. In addition, the 90% ostial stenosis in the 1st diagonal branch was treated with direct placement of a 3.00x8mm ion stent with 0% residual stenosis. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient had coronary artery stenosis and required a target vessel revascularization (tvr). The 1st lesion being treated in the index procedure was a long lesion extending from the proximal left circumflex (prox lcx) to the distal lcx with 70% stenosis and was 25mm long with a reference vessel diameter of 3.00mm. The physician treated the lesion with direct placement of a 3.00x28mm taxus liberte stent, with 0 % residual stenosis. The 2nd lesion was a denovo lesion located in the 1st diagonal branch (dx1) with 70% stenosis and was 14mm long with a reference vessel diameter of 2.75mm. The physician treated the lesion with direct placement of a 2.75x16mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed of coronary artery stenosis and was hospitalized. A tvr was performed. The event was considered as resolved without residual effects.